Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the pads adapter cable was not working on the heartstart xl. This was identified while in the AED mode, but there was no patient involvement.